Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Visual analysis of the returned device found the core wire attachment was separated from the pull wire and was not returned. Both links were detached from the core wire attachment but still attached to the jaws. Evidence of welding process was observed on the pull wire. The working length (jacket) was free of obvious kinks and bends. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure affected the device's performance and integrity. Handling and manipulation of the device could have contributed to the event. Additionally, a lot of force applied to the device could have caused the attachment separation from the device. Evidence of welding process on the pull wire indicates that the attachment was joined to the device prior to separation. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used during an endobronchial ultrasound guided miniforceps biopsy (ebus-mfb) procedure on an unknown date. According to the complainant, during procedure, when the device was inserted into the lesion, the cups did not open. The procedure was completed with the another coredx biopsy forceps. There were no patient complications as a result of this event. Investigation results revealed that the core wire attachment was separated; therefore, this is now an MDR reportable event.